Event description:
It was reported that the patient presented in the emergency room (ER) due to a shock. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were made and patient's medication would be adjusted. Patient condition was stable.